Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The customer's positive elecsys anti-hcv ii assay result was reproduced during internal testing, yielding a coi of 8.42 (reactive). Confirmation testing using the fujirebio inno-lia hcv score returned a negative result, consistent with the architect and alinity platforms. The root cause was attributed to a single false positive result, which is consistent with the specificity limitations outlined in the assay's method sheet. A general reagent issue was excluded, and no product malfunction was identified.

Event description:
The initial reporter alleged a false positive result with the anti-hcv g2 elecsys e2g 300 assay on a cobas e 801 analytical unit for one patient sample. The initial result was 10.3 coi (reactive), with remeasurements of 10.4 coi and 10.3 coi (reactive). The sample was sent for confirmation testing on the architect and alinity platforms, which were negative for both antibodies (ab) and antigens (ag). The following day, the same patient was retested on the roche platform, yielding results of 8.91 coi and 8.75 coi (reactive).